Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head breaking apart, the whole plastic piece below the bristle area separates from the plastic neck [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown (sensitive refill) were breaking apart. The whole plastic piece below the bristle area separated from the plastic neck. The reporter stated this occurred multiple times, but only one of the three from the most recent package had done this. The product was used once per day. No symptoms developed.